Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port. It was reported that the cadd extension set leaked a fairly significant amount on a patient. The leak drenched the bag, his clothes etc. The clinical pharmacist put the pump in the hood to allow it to run to see where the leak was coming from, and it was the near the connection of the spiros and the line. There was patient involvement and no human harm.